Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a failure of flash memory alarm during normal use. Customer's blood glucose was 162 mg/dl. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with constant new software release detected error alarm followed by failure of flash memory alarm; the problem was isolated to the mother board. Unable to perform the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to new software release detected alarm. The insulin pump passed stop current test. The insulin pump had cracked case at the display window corners, battery tube threads and minor scratched display window.